Event description:
It was reported that the patient was experiencing discomfort due to lead tail was healed in abnormal position at the fascia. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well post-operatively. Nothing was explanted.